Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The meter information was not provided. The manufacture date could not be determined.

Event description:
Advocate from (B)(6) stated her daughter's contour next link 2.4 was not reflecting all of her blood glucose readings in the memory. She was able to see the missing readings in the insulin pump memory. No adverse event was alleged. The advocate was advised to return the meter for evaluation.

Manufacturer narrative:
Serial number was not provided in the initial report.